Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2001; 694265 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that there was a left ventricular (lv) lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.